Event description:
It was reported the system displayed white images. This resulted in loss of imaging functionality. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The video controller pcb and image processor pcb were evaluated and reseated. The system was tested and found to be working as intended and put back into service.